Manufacturer narrative:
(B)(4). The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken 7mm from the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the guide wire uncoiled while inside the patient during insertion. The md was able to retract it, with some difficulty. Xrays completed afterwards showed the guidewire was completely removed, and the new line was in good placement. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the guide wire uncoiled while inside the patient during insertion. The md was able to retract it, with some difficulty. Xrays completed afterwards showed the guidewire was completely removed, and the new line was in good placement. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.